Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported via web self-service that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced nausea and vomiting. According to the report, the patient was hyperglycemic for hours without knowing because of sensor inaccuracy. No bg or cgm values were provided for the entire event. The patient was presented to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient was admitted for an unspecified time and treated with fluids and unspecified insulin drip. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were made; however, no contact was made. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.